Manufacturer narrative:
Sensor (b)6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor currently in use" message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. As a result, the customer experienced symptoms of dizziness and tunnel vision, and experienced a loss of consciousness. The customer went to a hospital emergency room where they were treated by a healthcare professional who gave the customer a shot of insulin. There was no report of death or permanent impairment associated with this event.